Manufacturer narrative:
Patient did not return suspect product(s), thus evaluation could not be performed.

Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011 at 11:00 pm. Caller, caregiver, reported that patient tested with the prodigy meter before bed and received a 214 mg/dl. About an hour later, the caregiver returned and found the patient unconscious. Caregiver called the paramedics and they arrived 15 minutes later. Paramedics tested the patient with their meter and received a 39 mg/dl. Patient was transported to the hospital. Info about treatment and hospital readings not provided. Patient was released after 4 hours with a result of 160 mg/dl. Prodigy sent replacements along with a prepaid envelope for return of suspect products.